Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had insulin pump error alarm, stuck button alarm and the screen went blank. Customer¿s blood glucose level was unknown. Customer had went for shower with the insulin pump and there was fluid in the battery compartment. Customer also reported crack on the back of the insulin pump that had gone till the bottom. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. The motor passed the motor test and no unexpected pump error 37 alarm noted during testing. All the buttons functioned properly and no stuck button error alarm or moisture damage on keypad traces or on electronic assembly noted. Keypad connector was fully locked. Unit was received with a cracked case along the side of the battery tube. The p-cap locks properly into place.